Manufacturer narrative:
(B)(4). One (1) sp94-8365 set was received for evaluation for the working part of the instrument shearing of while in use. Evaluation of the device by quality confirmed the reported issue. The instrument had a date code of a13. It was verified to be manufactured january 31, 2013 under lot# 852541. The device was returned with the jaw piece separated from the rod. The returned device shows a fracture at the rod fork where one side is completely broken off which may be indicative of some type of overstressing.

Event description:
Damaged product, it malfunctioned during a procedure.: additional information received (B)(4) 2013. It was reported that "broke in abdominal cavity during routine use. No patient injury. Lap cholecystectomy was completed": further information received from the customer at the request of the clinical risk coordinator (B)(4) 2014. It was reported that   "broke off in patient and was retrieved. Working part of instrument sheared off while in use".